Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue occurred before the call to customer technical support and was resolved by changing to non-tandem charging supplies, although cts advised against using third-party supplies unless instructed for troubleshooting. Cts planned to follow up with the caller but left a voicemail as the call was not answered and decided to make a final follow-up via email before closing the case.